Manufacturer narrative:
D4 model number - unknown. D4 catalog number - unknown. D4 lot number - unknown. D4 primary unique device identifier - unknown without part & lot identification. G4 PMA/510(k) number - unknown without part & lot identification. H4 device manufacture date - unknown without lot identification. H3 device evaluation - without the ability to examine the complaint product, no conclusions can be drawn. Without part and lot identification, manufacturing history and complaint history review is not possible. Should the complaint product be received, a follow-up medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. While attempting to insert an unknown screw, the tip of thet 20 polyaxial driver reform pedicle screw system (39-sp-0730) broke and subsequently when trying to remove the screw the driver broke again. Subsequently, when attempting to insert the second screw using the retention bone-screw driver (39-sp-0601) the screw broke. Additional details have been requested.

Manufacturer narrative:
H3 device evaluation - visual evaluation of the returned driver noted the portion of the driver tip retained within the fractured screw is partially planar but also includes a non-planar section indicating that torsion and bending moments were likely applied to the driver. Reported information notes difficulty properly placing the screws and screw breakage during repositioning and removal. The cause for the failures is believed to be related to the difficulties involved in the screw placement, repositioning, and removal, and the torsional and/or torsional and bending moment loads applied in attempts to properly seat and/or remove the screws. Review of device history records found 97 pieces of this lot released for distribution on (B)(6) 2017 with no deviation or anomalies. Two year complaint history review (4.22.2023-4.22.2025) found this to be the only report for this part number in this two-year time frame. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2025, utilizing the reform pedicle screw system. Surgeon noted the one of the screws was incorrectly position and during attempts to remove it, the tip of the retention bone-screwdriver (39-sp-0601) broke. A small rod was inserted into the screw and the entire screw was successfully removed using a strong rod holder. The surgeon then attempted to reposition and reinsert the same screw. However, it remained incorrectly placed and required removal. During the removal attempt the head of the reform 8.5 x 70mm polyaxial pedicle screw (39-pa-8570) fractured. The screw was ultimately extracted using a rod. The screw head broke completely off during the final stage of removal. While inserting a new screw, the tip of the polyaxial driver assembly reform pedicle screw system (39-sp-0730) broke. A rod was used to remove the screw as the driver tip was stuck in the screw head, and the procedure was successfully completed without further issue. There was a five (5) minute delay to the procedure as a result of the issues reported.